Event description:
During inflation, the distal end of the balloon and catheter ruptured and broke off inside the vessel. The physician used a gooseneck snare to retrieve all the pieces. No harm to the pt reported. At the time of this report, it was confirmed the pt is doing fine.

Manufacturer narrative:
(B)(4). Per design failure mode effects assessment, (B)(4), balloon burst, compliance, and fatigue verification testing has been completed. The rated burst pressure is documented in the IFU and label. The device is inspected per spec, ensuring the balloon is undamaged. Each device is leak tested and the balloon bonds are examined per quality control spec. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The returned device exhibits a circumferential tear and is missing the marker bands. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided nor were any details of the pt's anatomy. In the absence of complaint detail, it is difficult to determine factors that may have contributed to this complaint. Due to this absence of detail, the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. No actions are necessary due to insufficient risk per quality engineering risk assessment.